Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pe valve leaking. Additional malfunctions were the pilot valve for was leaking, the md hose clamp was installed and a tie wrap was installed.